Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Additional information: it was reported that on (B)(6) 2016 the patient was in the coronary care unit (ccu) with unspecified increasing lactate dehydrogenase (ldh) lab values and pump power values. System controller log files were submitted to the manufacturer¿s technical services for review of power levels. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team. No abnormal events were observed. There was, however, a slight increase in pump power and decrease in pulsatility index (pi) observed. On (B)(6) 2016, the patient underwent a pump exchange due to the suspected pump thrombosis. It was reported that on (B)(6) 2016 that the patient expired at 09:02 am. The official cause of death was to be determined. The lvad was turned off and equipment retrieved. The patient¿s system controller history was reviewed and found to contain numerous low flow alarms since 07:30 am that morning. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the constant low flow events.

Manufacturer narrative:
Additional information. It was initially reported that the device was not returning for evaluation. The device was subsequently received. Device evaluation: the pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, bend relief collar and the remainder of the driveline were not returned. Upon disassembly of the pump, a small thrombus formation was found surrounding the inlet bearing ball and a portion of the rotor inlet section. The thrombus ring showed areas of slight denaturation and appeared to have been in the early stages of laminated layering, indicating that it developed on the inlet bearing ball/rotor inlet over an undetermined amount of time while the pump was operating. Although a specific cause for the development of the observed thrombus formation could not be determined through this evaluation, it was obstructing approximately 10-15 percent of the blood flow path and could have contributed to the reported increasing ldh values. The thrombus could have also caused increased drag on the spinning rotor, contributing to the moderate elevations in pump power and estimated flow values recorded in the submitted system controller log files. Examination of the rotor body and the proximal-side of the outlet stator revealed a small amount of acute, unstructured deposition consistent with biological lining. The depositions were non-laminated and were not adhered to the blood-contacting surfaces. Moreover, the depositions showed no signs of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup. The observed depositions in these locations did not appear to have been present during pump operation and likely would not have contributed to the reported event or any other functional issue. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. Further information regarding the patient's death after the pump was exchanged was requested but not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2015-01271 for the patient¿s previous report of pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 1 year, 3 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad pump power and estimated flow readings had been steadily increasing over a few hours. The patient¿s system controller log files were submitted to the manufacturer¿s technical services for review, and did not show any abnormal events. The patient was treated with thrombolytic therapy for suspected pump thrombus. The intermittent power spikes continued. A second log file was reviewed on 10/10/2016 by a representative of the manufacturer¿s technical services team. The log file analysis confirmed the elevated lvad readings. Additional information was requested, but was not provided. The patient had previously undergone an lvad replacement for device thrombosis on (B)(6) 2015.